Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The high thresholds required higher than reasonable device outputs which resulted in early battery depletion. The device was explanted and replaced. The rv lead remains in use. No patient co mplications have been reported as a result of this event.